Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The caller did not provide the blood glucose reading. The customer did state that the customer was unconscious at the time of the event. The caller wanted to make sure that the insulin pump was operating properly. Troubleshooting was performed. Reviewed the insulin pump bolus, prime and alarm history. Found that the customer's last bolus was nine hours earlier. Advised the caller to have the customer call back to continue troubleshooting once she was feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.